Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes and high capture thresholds. Additionally, technical services (ts) noted that the device exhibited crosstalk oversensing of atrial signals on the rv channel. There was also an increase in impedance. The impedance remained within limits. Ts recommended troubleshooting actions, such as x-ray imaging to determine the rv lead position. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes and high capture thresholds. Additionally, technical services (ts) noted that the device exhibited crosstalk oversensing of atrial signals on the rv channel. There was also an increase in impedance. The impedance remained within limits. Ts recommended troubleshooting actions, such as x-ray imaging to determine the rv lead position. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient underwent an x-ray, which revealed that the lead had moved. No additional information could be obtained regarding following actions from the account. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes and high capture thresholds. Additionally, technical services (ts) noted that the device exhibited crosstalk oversensing of atrial signals on the rv channel. There was also an increase in impedance. The impedance remained within limits. Ts recommended troubleshooting actions, such as x-ray imaging to determine the rv lead position. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient underwent an x-ray, which revealed that the lead had moved. No additional information could be obtained regarding following actions from the account. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was replaced with another manufacturer's product. No additional adverse patient effects were reported.